Event description:
Top of your tampon broke off inside me - vagina [foreign body in reproductive tract]. Top of your tampon broke off [device breakage]. Case narrative: consumer reported via e-mail that the top of the tampon broke off inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top of your tampon broke off inside me - vagina [foreign body in reproductive tract], top of your tampon broke off [device breakage]. Case narrative: consumer reported via e-mail that the top of the tampon broke off inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.